Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The in-stent totally occluded target lesion was located in a coronary artery. A 2.00mm x 15mm emerge balloon catheter was advanced for dilatation. However, upon inflation below the rated burst pressure, the balloon ruptured. The device was simply and completely removed from the patient and the procedure was completed with 2.25x15mm emerge balloon catheter. No patient complications nor injuries were reported.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR.: returned product consisted of an emerge balloon catheter. There was blood in the inflation lumen. The balloon was loosely folded. Functional testing was performed by connecting a water filled inflation device and increasing the pressure. Water emitted from a pinhole in the balloon material on the distal end of the balloon. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The in-stent totally occluded target lesion was located in a coronary artery. A 2.00mm x 15mm emerge¿ balloon catheter was advanced for dilatation. However, upon inflation below the rated burst pressure, the balloon ruptured. The device was simply and completely removed from the patient and the procedure was completed with 2.25x15mm emerge¿ balloon catheter. No patient complications nor injuries were reported.